Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced fluctuating blood glucose with episodes of prolonged hyperglycemia after meal announcements and subsequent rapid declines following clusters of frequent correction doses, with no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no hospitalization and ongoing use of the device while consulting with clinical support. Investigation included customer service review and referral to clinical support for assessment of blood glucose variability. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, and no device malfunction was identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.